Manufacturer narrative:
The following other devices were listed in this report: triathlon-cr femoral component cemented #4 right cat # 5510-f-401, lot # spcfk; triathlon asymmetric x3 patella cat # 5551-g-320, lot # 942x. Triathlon cr x3 tibial insert cat # 5530-g-416, lot # 6rymka. Pinaball preloaded pins cat # 6003-003-090, lot # k7q01f87fn. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. An eval of the reported devices cannot be performed as the devices remained implanted in the pt and were not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon rec'd a law suit that alleges that he implanted stryker total knee recalled implants." Add'l info: "the pt has not been revised and was discharged with no pain. The pt is seeing a pain doctor, but we don't know if it is for his knee."